Event description:
Healthcare professional reported right side extracapsular rupture, ¿silicone in the right armpit lymph nodes", and capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3 h6 visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Silicone migration: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "silicone seen in the right armpit lymph nodes"; capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side extracapsular rupture, capsular contracture baker grade IV, silicone seen in the right armpit lymph nodes, "occasional discomfort in the right breast¿, and disperse microcalcifications diagnosed via ultrasound. Healthcare professional also reported ¿15 mm fibrocystic nodule in one of the upper quadrants of the right breast¿ and "small simple cysts and some dense cysts", which are both not device-related. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed broken device assessed as unidentified (tear) opening (shell thickness within specification) and missing shell assessed as inconclusive. Capsular contracture-breast: unable to observe since it is not related to the device. Calcification-breast: not observed. Silicone migration-breast: unable to observe since it is not related to the device. Pain-breast: unable to observe since it is not related to the device. Lump/nodule-breast: unable to observe since it is not related to the device. Cyst(s)-breast: unable to observe since it is not related to the device. As per the investigation procedure particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9; h3 ; h6.

Event description:
Healthcare professional reported right side extracapsular rupture, capsular contracture baker grade IV, silicone seen in the right armpit lymph nodes, "occasional discomfort in the right breast¿, and disperse microcalcifications diagnosed via ultrasound. Healthcare professional also reported ¿15 mm fibrocystic nodule in one of the upper quadrants of the right breast¿ and "small simple cysts and some dense cysts", which are both not device-related. The device has been explanted.